Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 500 mg/dl and in normal range of 80 - 125 mg/dl. No quality controls were run during the call. No adverse event reported. Customer reports strips that were in use during the event are not available, a replacement was sent.